Event description:
It was reported that "Signal Loss" occurred. The allegation and the probable cause cannot be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4)This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.